Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service rep (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The pt manages his diabetes with self adjusting insulin. The power issue began on (B) (6) 2010, at 8 pm. At 9 pm, the pt took an increase dose of insulin (13 units of humalog and 75 units of lantus). Reportedly, 15 hours later, the pt developed symptoms described as "feeling weak and blurry vision." The pt did not receive any treatment. During troubleshooting, the power issue was not resolved. The csr noted that the battery did not need to be replaced based on the info the pt provided and there was no product misuse. This complaint is being reported because the pt claimed that he developed symptoms that can be associated with acute complications of diabetes 15 hours after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.